Manufacturer narrative:
The device was returned to olympus for evaluation. The customer removed the stent before the device returned and evaluation found the following: the caution label was peeling, switch 1 was cut, the forceps passage had kinks and scrape marks, the forceps elevator lever was dirty and had corrosion, the angulation was low, the control knob had excessive play, the pin gauge test passed, the objective lens had chips and peeling glue, the light guide lens had chips and peeling glue, the distal end rubber glue was cracked and the insertion tube had scratches. Should additional relevant information become available, a supplemental report will be submitted. This report is related to related complaints: (B)(4).

Event description:
It was reported, that the duodenovideoscope was clogged with a stent that was used on six previous procedures. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. An olympus ess visited the user facility on feb. 29, 2024 where training was provided on correct reprocessing of the subject device. Trainees were able to perform the reprocessing procedure independently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the stent was not removed from the previous procedure, was stuck in the biopsy channel by some cause, was not removed by reprocessing, and then not detected at the inspection prior to use for later procedures. As a result the suggested events occurred however, the specific root cause of the events could not be determined. Despite good faith attempts the user did not provide additional information. The following is included in the device instructions for use (IFU) and may help detect/prevent the event: IFU states the detection method in ¿operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator¿. IFU states the preventive measures in ¿operation manual: 4.1 precautions, reprocessing manual: 1.4 safety precautions, reprocessing manual: 5.5.5 brush the endoscope¿s channels¿. Olympus will continue to monitor field performance for this device.